Event description:
The surgeon reported a corneal burn occurred. The surgeon used the same handpiece and tip on his next case with no problems. A system message displayed during both cases, but a different system was used in each case. There was no patient impact or injury on the second case. Additional information received from the surgeon stated that the patient had a small, hyperopic eye and that he used a block to do the surgery. The case was difficult from the start and he said, "the circumstances set the patient up". The surgeon made a 2.2mm incision and used a micro kelman 30 degree tip. The surgeon was initially in footpedal position 1, used viscoelastic and noticed some positive pressure. The corneal burn occurred within 2 seconds and the occlusion alarm did sound. The wound was closed with numerous 10-0 nylon stitches and a 9-0 running stitch. The surgeon said that the patient has potential for a good recovery from the burn, but it will take about 3 months. The surgeon has noticed some striae and a frayed iris in the area of the burn. The surgeon confirmed that he used the same handpiece and same tip on a to-follow case and nothing went wrong. The surgeon's last statement was that he "hasn't had a burn in 15 years".

Manufacturer narrative:
The nurse did not request service for the systems. No samples were returned for evaluation. The surgeon was re-using the phaco tip which is a single use device. The root cause of the patient event cannot be determined in this investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11:426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.